Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump passed self test, a21 test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during normal use. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that there was 1 additional motor error alarm in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.